Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range shock impedance at 150 ohms. It was noted this rv lead was attached to a non-boston scientific device. Technical services (ts) recommended programming the rv lead for the shock vector. This rv lead remains in service. No adverse patient effects were reported.